Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that the customer was hospitalized on (B)(6) 2017 at 9 am due to high blood glucose and diabetic ketoacidosis. The customer had symptoms of nausea, vomiting, and confusion. The customer¿s blood glucose level at the time of admission was 652 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer was treated via insulin pump drip. The customer¿s current blood glucose level was 185 mg/dl. The insulin pump will be returned for analysis.